Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2011, product type: catheter, UDI: (B)(4), ubd: 2012-06-17. Product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2011, product type: catheter, UDI: (B)(4), ubd: 2010-05-15. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on 2018-may-14. It was reported that the event was resolved without sequelae on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the cause of the break was the patient had thoracosacral fusion on (B)(6) 2017 and the pump catheter was either clipped or removed during surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated intervention included the pump was reprogrammed and the dose was increased on (B)(6) 2017. On (B)(6) 2017 upon examination the patient will continue to have a gradual pump increase and decreases on oral pain medication. No further complications were reported/anticipated.

Manufacturer narrative:
Other relevant components include: product ID 8596sc serial# (B)(4) implanted: (B)(6) 2011 explanted: product type catheter product ID 8709 serial# (B)(4) implanted: (B)(6) 2008 explanted: (B)(6) 2011. Product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving dilaudid (hydromorphone) (30.0 mg/ml at 7.195 mg/day) and fentanyl (1,500.0 mcg/ml at 359.7 mcg/day) via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported the patient had a thoracosacral fusion surgery on (B)(6) 2017, and the pump catheter was either clipped or removed during the surgery. An examination was performed on (B)(6) 2017, and the hcp was awaiting the okay from the surgeon to perform a catheter revision. The device diagnosis was a catheter break/cut. The clinical diagnosis was increased pain. Dilaudid and fentanyl were initiated on (B)(6) 2017, and the fentanyl dose was increased on (B)(6) 2017. The event was related to the device/therapy (entire catheter). The event was not related to the implant procedure. The event was ongoing. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) on 11-jul-2017 indicating the catheter was revised and the spinal segment was replaced on (B)(6) 2017. No further complications were reported/anticipated.